Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the damage. The breakage is consistent with excessive torque applied during tightening of the central nut. No deviation or no non-conformance to specifications has been recorded for this lot number.

Event description:
It was reported that a patient underwent an unknown spinal porcedure. During the procedure, the surgeon noted that the center locking nut of the crosslink broke off during tightening. A new crosslink was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.